Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image failure occurred, and camera cable was deformed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the effects of humidity in the sterilization chamber, moisture on the camera cable, and residue from the cleaning agent, the camera cable deteriorated due to moisture absorption during sterilization, resulting in the generation of moisture and deposit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when sterilization was applied, an oily liquid was found on the surface of the camera head. The issue was discovered during reprocessing. There were no reports of patient involvement.